Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was experiencing a squeaking hip. X-rays showed that the femoral head was sitting up against the acetabular cup. The liner was broken and disassociated from the cup. The broken liner and head were removed, and a new liner and head were implanted. The surgeon asked that the liner and head be sent to depuy to have an engineer look at it to see if there was any reason it broke. Doi: (B)(6) 2011; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the acetabular liner does find evidence to support the reported disassociation event. Product error / contribution to the event is not identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.